Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarm noted during testing. The device had cracked reservoir tube lip, minor scratches on the display window, racked case at display window corner, and cracked belt clip slot.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She was attempting to get the buttons on the device to work properly when the alarm occurred. Customer's blood glucose was 65 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm, other than the button issues prior to the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.